Event description:
It was reported that the patient experienced occlusion issue likely at site with high blood glucose managed by resuming basal, delivering smaller boluses and manual injection, event on (b)(6) 2026.

Manufacturer narrative:
Based on the available information, this event is deemed to be a Serious Injury.To date no additional information has been received. When additional information become available, a follow-up report will be submitted. FDA Registration Number:Reporting Site: 8021545,Manufacturing Site: 3003442380.